Manufacturer narrative:
A visual examination of the returned device found that the stent delivery system had been cut in two at approximately 24 cm from the proximal edge of the handle. The shaft had been cut approximately 15 times along its length distal to where the stent delivery system had been cut in two. The stent had not been deployed. The deployment suture had been severed approximately 37 cm from the yellow pull ring. However the two ends had been knotted to connect the suture when received for review. The crocheted deployment suture thread appeared to be cutting into the shaft as the knotted section had become caught; however during analysis, when the knot was loosened it was possible to fully deploy the stent without any issues. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
(B)(4).the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was used during an esophageal stenting procedure with the esophagus of a cancer patient on (B)(6), 2011. According to the complainant, the patient presented with a thirty centimeter lesion as a result of squamous cell carcinoma. The anatomy was not tortuous, nor dilated prior to the procedure. During the procedure, the deployment suture broke, and the stent was unable to be released or implanted. The physician cut the shaft of the device in order to remove the device from the patient. The procedure was completed with another ultraflex esophageal covered stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was used during an esophageal stenting procedure with the esophagus of a cancer patient on (B)(6), 2011. According to the complainant, the patient presented with a thirty centimeter lesion as a result of squamous cell carcinoma. The anatomy was not tortuous, nor dilated prior to the procedure. During the procedure, the deployment suture broke, and the stent was unable to be released or implanted. The physician cut the shaft of the device in order to remove the device from the patient. The procedure was completed with another ultraflex esophageal covered stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.